Event description:
It was reported that a patient had experienced a fall and "damaged his unit." It was stated that the patient needed to find his recharger in order to confirm if it had been damaged in the fall. The patient was unable to find his recharger to charge at the time of the report. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns with his device or therapy, but was working with his doctor to resolve them. It was noted that his last appointment was (B)(6) 2012.